Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip was deployed without issue. The second clip delivery system (cds) was advanced to the mitral valve. It was noted that visualization was difficult. After the clip was deployed, the clip detached from the anterior mitral leaflet and remained attached to the posterior leaflet (slda). In the physicians opinion, the slda occurred due to the leaflet pathology. Two additional clips were deployed, one between the first and the slda clip and another at the lateral side of the slda clip. Four clips were implanted, reducing the mr to 1-2. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to a combination of patient morphology/pathology (thin, calcified anterior mitral leaflet and a short posterior mitral leaflet) and user technique/procedural circumstances (difficulty visualizing the clip). There is no indication of a product quality issue with respect to manufacture, design or labeling.